Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon,reported that the depth gauge did not measure correctly and that three screws selected for implantation on the basis of taking a measurement were too short by 2mm, 4mm and 6 mm respectively. The surgeon further reported that he could feel the depth gauge seated through the plate. He also measured the screws against the depth gauge on the scrub table to check the reading on the gauge. There was no issue with the sliding sleeve on the device which moves down to the plate. The screws had to be replaced in the patient. The surgeon does not anticipate any lasting consequences for the patient. There was a short delay to surgery of a few minutes while different screws were implanted.

Manufacturer narrative:
The reported incident that the ¿depth gauge for screws¿ did not measure correctly could not be confirmed, since the device was returned for evaluation and after inspection, it was concluded that it`s fully functional and manufactured according to the specifications (s-01 / no failure). The visual inspection revealed that the device is quite used (scratches, dents, rusty laser-marking etc.), however it`s fully functional ¿ the hook can slide easily within the sleeve and lock, to take measurements. The scale is according to the specifications and the measurements are correct. The only thing that would cause confusion to the user and could lead to a wrong measurement interpretation is that the numbers written on the scale are not next to the line that points to the measurement, but instead below the line. Apparently, such confusion could lead to the selection of the wrong length of screws. This is compatible with what has been reported, that ¿the screws selected for implantation on the basis of taking a measurement were too short by 2mm, 4mm and 6 mm respectively.¿ as per IFU (v15011 rev n): ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! For your information, avail yourself of the training courses and publications offered by stryker (e.g. Operative techniques).¿ [¿] ¿only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ based on investigation, the root cause could be attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The surgeon,reported that the depth gauge did not measure correctly and that three screws selected for implantation on the basis of taking a measurement were too short by 2mm, 4mm and 6 mm respectively. The surgeon further reported that he could feel the depth gauge seated through the plate. He also measured the screws against the depth gauge on the scrub table to check the reading on the gauge. There was no issue with the sliding sleeve on the device which moves down to the plate. The screws had to be replaced in the patient. The surgeon does not anticipate any lasting consequences for the patient. There was a short delay to surgery of a few minutes while different screws were implanted.